Event description:
I opened a new box of clear care contact lens cleaning solution system on saturday, (B)(6) 2016. Used the product per instructions and had no issues on sunday morning (B)(6) 2016. Used the product properly sunday night. Monday morning I experienced severe burning in my eye after inserting contact. Flushed eye with water and rinsed eye with saline. Rinsed both contacts with saline and used contacts. Monday night (because I was second guessing myself) used solution again. Tuesday morning same incident occurred. Used new pair of contacts instead of rinsing those. Called alcon when I arrived at work at 7:04 tuesday morning and left message of situation including the lot# and exp. Date. Called (B)(6) with specific details. Consulted with an optometrist here at (B)(6) hospital where I work and she had never heard of this happening. Called (B)(6) optometry dept at 3:14. He took my name and number and said he would "open a box and see what it looks like" when he was done with patients. Tuesday night switched to the other cannister from the box with the same solution. Wednesday, no burning. I feel this means there is something wrong with the canister and the disk that is supposed to neutralize the hydrogen peroxide into saline. Why would it be fine for the first day of use only? I am not experimenting and trying this on my eye tomorrow. I have been using this eye care system product since (B)(6) 2015 and have never had any issues. The only thing different about the packaging of this product was that the two canisters for overnight cleansing were just loose in the box; they were not individually wrapped as in previous packaged systems. Lot# 251154f, exp. Date 2017/9 canister blue cap has numbers (B)(4). Purchase date: (B)(6) 2016. Injury: no first aid or medical attention received. (B)(6). (B)(4). Notified by email and voicemail both alcon and (B)(6). Still have the product but not the box.